Event description:
The manufacturer previously received information alleging a ventilator needed preventive maintenance and a noise was heard when powering the device off. The device's system board was replaced to address the issue. The device was not in patient use. The device's system board was returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil technician states: the functional testing of the system board confirmed the failure of the capacitor at c113. Pil was able to duplicate the failure of the hw power fail and determined that the c113 is the cause of the failure.